Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during iol injection, the trailing haptic was damaged. The incision was enlarged to remove the lens and another lens of the same model was implanted. It was reported that the doctor was happy with the second lens. Refer to MDR 1313525-2015-00199 for the lens used during the event.